Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's transmitter is not flashing. The customer removed sensor and noticed there was no electrode. The sensor was replaced with another one and punctured again, same issue occurred. The customer's blood glucose was unknown.